Event description:
Report received from the USA stating that the device's jaws would not close. It is unk if the event occurred during surgery, however, it is known that no injury or medical intervention was reported to have occurred. No additional info is available.

Manufacturer narrative:
The device was received by anspach. (B)(4) is the importer of the device. If additional info is received, a supplemental report will be sent. (B)(4).